Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis confirmed the reported event; error message (switch test failed). Main label and enclosure found damaged. Rear bumper found broken.

Event description:
It was reported when starting the rf (radio frequency) generator an error message occurred (switch test failed). The generator was returned for service. No patient complications were reported as a result of this event.